Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The device has been returned for analysis. The clinician suspects the device depleted early.